Event description:
A carefusion sales consultant received an email report from a pharmacist stating that he had a problem with an IV pump after updating the drug library from version 1.19 to 1.24. At first, he believed that only part of the drug library updated however after review of the pump by his biomed tech, the pump had not updated to the new data set. The pharmacist reported that a pt received an infusion with incorrect programmed concentration of heparin. The nurse chose the drug concentration from the library of 100 units per ml instead of the correct concentration of 50 units per ml. She thought that the drug library had been updated to the newer data set, however, it contained the previous version of the drug library. The infusion had been running with the incorrect concentration for 2 hours when another nurse checked the pump and noticed the error in the programming. The nurse and pharmacist reported no pt harm and the nurse adjusted the heparin concentration on the IV pump to the correct concentration that should have been administered.

Manufacturer narrative:
(B)(4). Unable to confirm the customer's experience of drug library not updating and wrong concentration of heparin programmed because the log and/or devices were not returned. Customer states that product is in biomed and that he does not need to send the pump or event logs in because it was a user error.